Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. Date of event is an approximation. On 08/16/2025, it was reported that the pediatric patient was ill for several days, headache, eyes hurting, not eating for couple of days. At 1pm he passed out and was vomiting. They waited 40 minutes for ambulance. Mother put new sensor on and took a bg reading which was in range around 9 mmol/l. The paramedics didn't provide any medication as he was in rage when sensor was changed and ambulance arrived. At an unspecified time of the event the cgm was reading low and the blood glucose reading was over 84 mmol/l. Although the bg was indicating severe hyperglycemia, there was no treatment documented for hyperglycemia. At the time of the report, it took the patient day and half settling back to things, he was ok, but probably not great. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
D4 lot no - correction. Primary UDI number - correction. H2 correction.

Event description:
Subsequent to the initial MDR, a correction is required.